Manufacturer narrative:
Event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit is not switching on, battery back up also not working as well as a problem with the power supply board. There was no patient involvement.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit is not switching on. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The unit was checked with mains and battery backup, but the issue persisted. The fse replaced the power supply board. The iabp was then handed over to the customer in good, working condition.